Event description:
Description of the event: during a cholecystectomy procedure, the doctor found the black ring (seal) at the hook end of the instrument in the patient's abdomen. This joint is normally attached to the handle of the hook, and appeared to the surgeon the joint slid along the handle and ended up in the patient's body. There were no consequences for the patient. Relevant events and information for the reported case: the instrument was returned to the manufacturer for analysis. A review of the customer purchases, and repair history shows the instrument was purchased in 2007, and had never been returned to the repair facility for maintenance. The manufacturer review of the complaint history indicates this is the first report of this nature for the reported product. A visual inspection shown the instrument did not appear to be in a serviceable condition because the monopolar plug was missing from the instrument. In addition the seal near the handle was not loose, and would to have to have been moved purposely such as during a cleaning process to have the seal move down the shaft of the instrument. Further investigation indicates once the seal is separated from the handle it can slide along the instrument shaft, with resistance, providing it was not in place when the surgery began. The manufacturer review of the complaint history indicates this is the first report of this nature for the reported product.

Manufacturer narrative:
This product was used for treatment and not diagnoses.